Manufacturer narrative:
After evaluating the DHR / dhf of all devices involved in the event and finding no evidence that would have contributed to the event a comparison was conducted to the breakages represented in this event against original 510(k) fea. The breakages of cannulated screws in this instance directly replicated the breakage demonstrated in the cannulated screws tested for 510(k). It is the opinion of osseus, as well as those interviewed that were present in the or, that the most likely contributing factor to this event was patient anatomy. Surgical staff described that the patient had immensely hard bone structures. It was th eopinion of the staff present for the revision procedure, that any contemporary cannulated screws system would have behaved in a similar manner when subjected to the immense operational load presented by the patient's anatomy.

Event description:
Patient required revision of black diamond pedicle screw fusion surgery after screws were discovered to have fractured during patient follow up imaging.